Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the potential use error in this complaint. A service history review revealed no issues that may have contributed to the iipv. A device history record review was conducted and no issues were found related to the iipv. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding the homechoice pro(hcp) skipping the initial drain, which occurred on the hcp during use during dwell. The patient stated they felt a little uncomfortable and that the hcp only drained 23ml in the initial drain. The patient thought the hcp then moved on to fill. The baxter technical service representative (tsr) reviewed the initial drain alarm (ida) with the patient. The ida was set to 0ml. The last fill volume equaled 2300ml. The initial drain volume equaled 23ml. The patient stated they were in their first dwell and thought they needed to drain out. The tsr assisted the patient with bypassing to drain 1 of 5. The drain volume equaled 5183ml. The tsr explained that the patient needed to take the procard into the peritoneal dialysis registered nurse (pdrn) and have them set the ida for 70% of the last fill. The tsr assisted the patient to bypass to fill 2 of 5. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the patient's pdrn regarding the reported event. The pdrn was aware of the problem with the initial drain alarm. The pdrn stated the patient has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdrn confirmed there was no patient injury or medical intervention associated with this report and that the patient was doing well with the following treatments. No allegations were made against any of the patient's dialysis products.